Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the device did not deliver on line d. The pump was returned to the medical assistant with an unsigned note that stated, "will not infuse on line d." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.